Event description:
During an ankle fusion procedure on a male. The screw was inserted approximately 20-30 degrees from the surface of the bone using a moderate to high strength, but not maximum strength. The surgeon wanted to utilize the washer in order to increase the compression of screw. He was not concerned with the screw head becoming more prominent, since it was placed under enough soft tissue. Once the screw passed through the washer, the surgeon removed the screw and replaced it with a shorter one due to the fact that it was essentially too long for the indication. Despite the washer not being retained, the screw did not advance into the bone unsatisfactorily. The surgeon was also satisfied with the final torque and compression of the screw without utilizing a washer. Moreover, there has been no problem with the patient's outcome thus far.

Manufacturer narrative:
Testing was done with this particular lot in 2006 and results indicated that a torque of 35.9 in-lbs was required to drive the screw head through the 7.0 contoured washer when inserted at a 45 degree angle (see attached report). The product spec calls for the 7.0 screw to be designed around a proper finishing torque of 11.6 in-lbs. Based on conversation with surgeon, this incident is consistent with the testing methods and results of the 2006 verification. Because the mode of failure in this case was caused by over-tightening, i.e., because "proper" surgical technique (as described in the maxtorque surgical technique) was not followed, it has been confirmed through inspection that the design of the washer was made to specified tolerances.